Manufacturer narrative:
The device was not returned for evaluation and the home patient (hp) continues to use the homechoice cycler for apd therapy. Follow up with hp's healthcare professional (hcp) reveals she does not feel that any device failure or malfunction had occurred. The hp inappropriately bypassed a "low drain volume" alarm during the initial drain, resulting in an incompleted initial drain followed by a full fill. As a result of this incident, the hcp will review proper procedure with the hp. The homechoice patient at home guide states the following: "warning: inappropriately by passing a low drain volume alarm could leave fluid in the peritoneum and result in an overfill of solution. Bypassing the low drain volume alarm also bypasses the negative uf alarm logic." "Check with your nurse or physician to learn about when it is safe to bypass."

Event description:
The home patient (hp) reported being overfilled while using the homechoice cycler for apd therapy. The hp had a "low drain volume" alarm in the initial drain phase of apd therapy, which indicates that the device sensed a low flow and/or no flow condition when the initial drain alarm setpoint of 2200mls had not yet been met. The hp bypassed the "low drain volume" alarm after 1788mls of his day exchange volume of 2500mls was drained, advancing the homechoice cycle into fill 1. The hp received the programmed fill volume of 3000mls and continued apd therapy. During apd therapy, the hp drained 4946mls, which is 1946mls more than the programmed fill. The hp continued apd therapy to completion and there was no patient injury or medical intervention as a result of this incident.